Event description:
During on-site service testing, the baxter technician reported an infusion pump with a battery discharge condition. Per the service shop, the hospital representative stated that there were no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 11, 2007. Evaluation summary:the reported condition of battery discharge was confirmed by the baxter repair technician, during on-site service testing. Inspection of the device revealed battery discharges below alarm threshold. The main batteries were replaced and the device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.